Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarms during fill cannula. She stated, she had rewound the insulin pump and now the alarm occurs while she is holding the act button. The customer's blood glucose was 180 mg/dl. Troubleshooting found the customer was able to complete a manual prime without a no delivery alarm. Customer was advised the insulin pump was working as designed. No additional information provided.